Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staplers jammed during surgery and another stapler was opened and used". No report of patient harm or injury. The patient status is reported as "alive".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon functional testing, the first misaligned staple to fall out of the device unformed. The second fire attempt resulted in no staple releasing. The third firing attempt resulted in a staple fully forming and releasing properly. The stapler completely jammed after the third firing attempt. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The source of the staple misalignment could not be conclusively determined. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staplers jammed during surgery and another stapler was opened and used". No report of patient harm or injury. The patient status is reported as "alive".